Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm, model#: sc-4318, lot#: 18367055, description: clik x anchor. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing soreness at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.